Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00027.

Event description:
It was reported that the alignment block on the tips of two screw inserters detached while removing previously implanted screws. An alternative screw driver was used to complete the procedure. There were no reported patients impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
UDI number (B)(4). Additional information: UDI number, methods, results and conclusions - the returned driver was examined. The alignment block welds have fractured, allowing the block to disassemble. The cause is likely due to the alignment block coming into contact with the screw tulip head. Larger revision forces could be placed on the alignment block causing the mechanical integrity of the welds to be compromised. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Event description:
It was reported that the alignment block on the tips of two screw inserters detached while removing previously implanted screws. An alternative screw driver was used to complete the procedure. There were no reported patients impacts associated with this event. This is report one of two for this event.